Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 550cc mentor memorygel breast implant on both sides and experienced bilateral severe ptosis and breast implant rupture was revealed on her left side during bilateral replacement surgery with allergan (natrelle) brand devices on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right ptosis. Manufacturer¿s reference number: (B)(4).